Manufacturer narrative:
A replacement power supply was sent to the customer and the original power supply was requested for evaluation. The product evaluation was completed on 05/18/2017 and a breach of the power supply housing was confirmed. This issue with a damaged power supply for the pump in style device was addressed in investigation ir12-(B)(4). The investigation found that they are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the power supply to medela was not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process was modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength was also been increased to further protect the power supply during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action.

Event description:
On (B)(6) 2017, the customer reported to a medela customer service representative that she had dropped her pump in style power supply and it broke, and the screws came out.